Event description:
It was reported that damage to the right ventricular leads insulation was observed. No patient symptoms were reported as a result. The lead was capped and replaced during a device replacement procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.